Event description:
Report provided by the end user states that they have experienced itching under the white tape collar and some redness noted at the edge of the white tape collar. Redness and itching is mostly on the sides and at the distal end of the wafer. He/she uses an adhesive remover to remove the white tape collar and usually changes the wafer every 3-4 days. The end user was instructed on crusting with an ostomy powder and skin protective barrier wipes; instructed on cleansing the peristomal skin with water and mild soap, one without lotions, moisturizers or creams. It was also recommended that the end user cut the white tape collar off of the current barrier until the new appliance samples are received. The end users subsequent outcome was not reported.

Manufacturer narrative:
Convatec is submitting this report as a result of remediation activities related to the FDA 483 issued april 16, 2014. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional info received regarding this event after filing this report shall be filed on a supplemental MDR. Analysis is taken from a trending report of evaluation or adverse events finalized may 2011. The data presented is from three different product applications. The report states that there are no significant trends. The brand name should read as s4s/sur-fit natura 2 pc - 2 pc durahesive (dh) convex wafer.